Manufacturer narrative:
Reliability analysis inspected 2 opened and used infusion sets and performed manual prime test using a new lab reservoir along with a 5xx insulin pump. Infusion sets failed per inspection found occluded tubing and p-cap needle. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 117 mg/dl at the time of incident. The customer stated that they changed the infusion set and reservoir to get it to work. The customer performed plunger push and the insulin did exit. The infusion set will be returned for analysis.